Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements, resulting in a lead safety switch (lss) from bipolar to unipolar configuration. Following the switch, noise with oversensing was observed. The patient was seen in clinic to switch back from unipolar to bipolar, and turn lss off. It was noted that the health care professional (hcp) did not see any sudden changes in the impedance trends, and the patient paced less than 1% in the ra. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).